Event description:
The event was reported by a customer from (B)(6): "patient giving himself dose before it was time (sn (B)(4), I think this is the pump, customer could not confirm). After an alarm, the patient exited the programing instead of continuing the program, and then pressed repeat last infusion, and since a patient with medium authorization cannot set a delayed start, he pressed start, and received his dose immediately. Delay in therapy: yes. Need for medical intervention: no. Death or serious injury: no. Human harm: no".

Manufacturer narrative:
(B)(4).